Event description:
Correction to g3 of the initial medwatch. The aware date should be 03-jun-2021.

Event description:
It is reported the facility has linked patient infection(s) with this bf-1t180 scope. The customer reports that the scope is out of service and will be sent to olympus for evaluation and culturing. Additional details regarding the device and reported event(s) have been requested from the customer, at this time no information has been provided.